Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was available for further evaluation. Without the actual device, a thorough investigation could not be performed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). Although it was confirmed that the device involved will not be available for evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports, "chemo leaking from ultrasite valve and space IV pump tubing". Patient alerted to gown being yellow. Chemotherapy methotrexate leaked on gown. Uncertain if it touched patient or not. Not enough detail in internal report from hospital. Chemo hung at 1729 and chemo stopped at 1905. It is unclear whether infusion was over or it was stopped and new chemo infusion began later. Customer stated that there is no additional information available for this complaint.